Event description:
The facility reported a colleague infusion pump with the reported condition of a "faulty display". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a colleague infusion pump with a faulty display was confirmed during evaluation. However, service does not indicate if the reported problem was reproduced. The assignable cause was determined to be lines on main display. The main display was replaced to fix the reported condition. Additional information: a device history review revealed no abnormalities discovered during manufacturing. The user interface module software version of this pump is 8.11.00. This issue is being investigated through CAPA.